Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the infusion would not turn on during a procedure. The system was exchanged to complete the procedure, with no harm to the patient. Add'l info has been requested but not received.